Event description:
The diego console handpiece to the gyrus-ent ears nose throatsinus shaver becomes uncomfortably hot (105 degrees f) during use. Several handpieces were used and all were found to reach uncomfortably hot temperatures. No injuries to patient or staff occurred. Extensive testing was done with this device, specifically gyrus-ent (800-262-3540; www.gyrus-ent.com), model 70338000. The handpieces were returned to the manufacturer and the replacements had the same heat problem when tested. A complaint about the device has been filed with the manufacturer; facility is requesting the manufacturer perform a quality analysis on the handpiece. Facility's gyrus-ent rep and clinical engineer, filed the device complaint with the manufacturer.